Event description:
The customer contact reported that during preventive maintenance testing at the user facility, air was noted distal to the cassette with no device alarm. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Upon receipt of the device, testing could not be performed for the reported event of air was noted distal to the cassette with no device alarm. The device would not power on using ac or dc power. Repairing the device would affect testing results; therefore, further testing could not be performed.